Manufacturer narrative:
An event regarding infection involving a custom distal femur was reported. The event was not confirmed. No other similar events have been reported for this device type. The device has been implanted for 21 months with no reported issues. The exact cause of the event could not be determined as no device was returned for evaluation, additionally no post-operative information was made available, this information is needed to complete the investigation to determining the root cause. The following devices were also listed in this report: circlip, batch # b13905; bumper pad standard, batch # b14243; bushes small, batch # b13419; short tibial bearing standard mk4, batch # b13781. It cannot be determined which, if any, of these devices may have caused or contributed to the patient's experience.

Event description:
A prescription has been received for a revision implant due to chronic infection.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device is not available.

Event description:
A prescription has been received for a revision implant due to chronic infection.